Event description:
The customer reported the system needed a surge suppressor and a power control. No report.

Manufacturer narrative:
A ge service representative performed an on site investigation. The surge suppressor and power control were replaced. The system was then found to be operating as intended.